Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer did not receive a no delivery alarm despite bent cannulas and high blood glucose. Her blood glucose level was unknown at the time of reporting. She declined troubleshooting. No equipment was returned. No additional information was reported.